Manufacturer narrative:
On initial medical device report (MDR) the FDA patient code of e0839 was submitted. It should have been e083901. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. A root cause cannot be determined without physical evaluation of the sample. Information was provided that the lens was implanted (B)(6) 1997. The patient reported the issue 30-jan-2026. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, 28 years after initial surgery lens become significantly opacified, resulting in marked visual impairment. The lens was still implanted in patient eye and surgeon advised the lens and capsular bag would require complete removal, necessitating a pars plana vitrectomy (ppv) and implantation of a new iol without delay. Additional information has been requested.